Event description:
The device allegedly would not deliver a defibrillation shock to the patient during the reported event. The patient was declared dead on arrival upon arrival at the hospital. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.